Event description:
It was reported that an x-ray switch stuck error message displayed on startup, and the customer could not use the system. This indicates a failure to complete boot up. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hand switch and the foot switch were replaced during the service call. The system was tested and found to be working as intended and put back into service.